Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell five of six. The patient was connected to the homechoice at the time of the alarm. The technical service representative (tsr) explained the alarm and assisted the patient in clearing the alarm. The patient was to complete therapy with manual supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.